Event description:
It was reported that during an unspecified procedure, deflation difficulties occurred. The lesion was located in the aorta. The physician attempted to post-dilate the lesion after a stent graft using the equalizer balloon catheter, however, it was noted that "it was very difficult to deflate the balloon." The balloon did deflate slowly and was removed from the pt. Another of the same device was used to successfully complete the procedure. No pt complications were reported and the pt's status was noted as "good."

Manufacturer narrative:
The device was returned for analysis. No kinks or dents were found and the balloon easily inflated and deflated. The device history record review confirms that this device met all material, assembly and performance specs. This review included analysis of yield/scrap and components issued to the lot. There was 1 scrap from this batch for wrinkled balloon transition. Wrinkled balloon transition is not relevant to this complaint. The most probable root cause is operational context as device performance was limited due to anatomical and procedural factors.